Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the 32 x 2.75mm promus premier ous mr drug-eluting stent was returned for analysis. A visual and tactile examination found multiple hypotube kinks and a break in the hypotube shaft, 19.7cm distal to the distal end of the strain relief, were identified and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination found no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage as well as distal tip. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device confirmed the reported allegation, identifying a break in the hypotube shaft. However, without additional information regarding the event, the cause of the break occurring cannot be determined.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for use. However, upon advancing the stent to cross the lesion, it was noticed that the shaft was broken. The device was completely removed, and the procedure was completed without any patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for use. However, upon advancing the stent to cross the lesion, it was noticed that the shaft was broken. The device was completely removed, and the procedure was completed without any patient complications reported.